Event description:
It was reported that during laparoscopic cholecystectomy procedure, after the first firing there were two clips feeding at the same time. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Dropping or ejected clip which firing of the device. (B)(4). The analysis results found that the (B)(4) instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed three conforming clips and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.